Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, when the physician was not satisfied by the distal position he re-sheathed the subject flow diverting stent and deploys again. After 10 mm opening of the subject flow diverting stent it was not responsive and out of the re-sheath pad. The microcatheter and the subject flow diverting stent were taken out of the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, when the physician was not satisfied by the distal position he re-sheathed the subject flow diverting stent and deploys again. After 10 mm opening of the subject flow diverting stent it was not responsive and out of the re-sheath pad. The microcatheter and the subject flow diverting stent were taken out of the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was not returned for analysis. Therefore, visual and function inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The case was perform in a parallel(jailing) technique. The patient¿s anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported 'stent deployed prematurely during use¿.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device returned together with a microcatheter. The microcatheter was found to be intact and no anomaly was noted. The stent was found to be partially deployed from the catheter. It can be confirmed that the stent had become detached from the re-sheath pad on the sdw. The sdw was found to be kinked/ bent. The stent was found to be deformed. There was dry blood noted within the stent. Functional testing was not required as the reported event was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The case was performed in a parallel (jailing) technique. The patient¿s anatomy was moderately tortuous. Product analysis was performed, the stent was partially deployed from the microcatheter and it was also noted the stent had become detached from the re-sheath pad on the sdw. On removal of the device from the microcatheter the sdw was found to be kinked/ bent and the stent was deformed. There was also dried blood on the stent. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿stent deployed prematurely during use¿ and as analyzed ¿sdw kinked/bent¿, ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, when the physician was not satisfied by the distal position he re-sheathed the subject flow diverting stent and deploys again. After 10 mm opening of the subject flow diverting stent it was not responsive and out of the re-sheath pad. The microcatheter and the subject flow diverting stent were taken out of the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.